Event description:
Pt's mother reports leaking arround the area that the trifurcation occurs. In-vitro test on product in office showed similar leakage. Pt was hospitalized for an infection shortly after leakage occurred.